Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/25/2024 it was reported by a sales representative via (B)(4) that an ar-3355-4030 scope was hit with a burr and the lens cracked. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Upon visual inspection, damage was observed to the lens, distal cover glass, and shaft. The most likely cause is attributed to misuse due to prying/leveraging the device during use.